Manufacturer narrative:
Device evaluation: 1 x oacl-10-9 of lot number c1687085 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th february 2020. Stent was returned loaded on the pushing catheter, stent at the tapered flap was crumpled and kinked. Guiding catheter moves freely in relation to pushing catheter. Documents review including IFU review: prior to distribution all oacl-10-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oacl-10-9 of lot number c1687085 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1687085. The instructions for use, ifu0096-1 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0096-1: ¿wire guide diameter and inner lumen of the wireguide device must be compatible.¿ there is evidence to suggest that the user did not follow the label as per information provided an incorrect wireguide was used. It was noted that a new oacl was placed successfully to finish the procedure, it was not possible to confirm if the same or a replacement wireguide was used with this device, if the information becomes available, investigation and risk will be updated accordingly, however, it is known from the reported detail ¿it works perfectly¿, there was no issue in the use of the replacement device. Root cause review: it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the device it is likely that the device would not receive the requires support when a 0.025¿ wire guide is used possibly resulting in kink seen on the device. As per information stated a 0.025" wire guide was used. It is likely that the kink contributed to the advancement issue experienced in the endoscopy as evident by the crumpled nature of the returned stent as the user attempted to use the introducer to advance the stent. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to completion of the investigation on 15-dec-2020. That one of the 15 products had an issue while using. In a procedure. Stent did not go through endoscopy. "As per complaint form": oacl could not get in the duodenoscope . I can see that the stent inside is kinked , that's why ! Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Please indicate where the device was stored prior to use. In the corridor with the ercp material in a storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglid .025 450 cm . 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Sphincterotomy. 4. Was the wire guide inspected for damage prior to use?* yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished?* they saw the kink on the stent , so they took a new oacl and it works perfectly.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
That one of the 15 products had an issue while using. In a procedure. Stent did not go through endoscopy. "As per complaint form": oacl could not get in the duodenoscope . I can see that the stent inside is kinked , that's why !